Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record could not be performed as the lot number was misreported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the batteries from the device started smoking. No adverse events have been reported as a result of the malfunction.